Manufacturer narrative:
It was not possible to reproduce the blood pump malfunction during simulated treatment. The MFR has been made aware of similar complaints where there was a discrepancy between set and observed blood flow rate. The MFR has identified corrective actions that will reduce the likelihood of occurrence of know causes of flow rate discrepancy. A new software version to address this issue is under development and implementation will start after 510(k) clearance. Additionally gambro voluntarily issued a medical device advisory notice (advisory notice) for the prismaflex continuous renal replacement sys in 2007 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.

Event description:
The customer reported a discrepancy in the actual blood flow rate and in the set blood flow rate. The customer also reported blood pump malfunction alarms. There was no blood loss or any other pt harm reported as a consequence of the reported event.